Event description:
A bipap auto biflex deice was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. The device had dust fail contamination. Additionally, the service technician also noted error codes e055 (err_therapy_queue_full), e066 (err_stuck_encoder_b, e102 (err_thermistor_high), and e065 (err_stuck_encoder_a) present. The device was scrapped by the service after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.